Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. 641430) for female sterilisation. The patient had a medical history of migraine headache, stress incontinence, abdominal discomfort, abdominal pain, vaginal delivery, c-section, hypothyroidism, constipation chronic, abortion spontaneous, neck pain, general body pain, muscle spasms, parity 2, multi gravida, endometrial ablation, menorrhagia, paratubal cyst, dysfunctional uterine bleeding, nickel allergy and pelvic pain. Previously administered products included: mirena. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, 3379 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total hysterectomy laparoscopy bilateral salpingectomy cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Essure start date discrepancy (B)(6) 2009 or (B)(6) 2009, stop date (B)(6) 2018 or (B)(6) 2019. Discrepancy noted: removal date as per argus (B)(6) 2019 as per mr: 07nov2018 , the right corua had 2 visible coils and the left cornua had 4 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: clinical history:evaluation of essure procedure impression: essure procedure. [Pathology test] on (B)(6) 2008: diagnosis: epithelial cell abnormality: low-grade squamous intraepithellal lesion (ls3l) (encompassing: mpv/mild dysplasia/im 1) specimen adequacy: satisfactory for evaluation. Endocervical/transformation zone component present.; on (B)(6) 2018: gross examination: noted in the left cornu and left fallopian tube is 6.0x 0.1 cm silver-colored metallic coiled wire consistent with an essure coil. The right fallopian tube and right cornu ate remarkable for 22.0 x0.1cm silver-colored metallic coiled wire consistent with an essure coil [pregnancy test] on (B)(6) 2010: negative [ultrasound pelvis] on (B)(6) 2018: somewhat heterogeneous myometrium but with no distinct mass or fibroid detected. 2. Partial visualization of essure coils in the region of the uterine cornua. Otherwise normal transabdominal pelvic ultrasound the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated,. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, 3591 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3540 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Essure start date discrepancy (B)(6) 2009, stop date (B)(6) 2018 or (B)(6) 2019. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: new lawyer's reporter, essure start date updated from (B)(6) 2009, stop date and onset of medical device removal updated from (B)(6) 2018 to (B)(6) 2019, essure removal via hysterectomy - uterus added in the non-drug treatment, annex f of international medical device regulators forum updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. 641430) for female sterilisation. The patient had a medical history of migraine headache, stress incontinence, abdominal discomfort, abdominal pain, vaginal delivery, c-section, hypothyroidism, constipation chronic, abortion spontaneous, neck pain, general body pain, muscle spasms, parity 2, multi gravida, endometrial ablation, menorrhagia, paratubal cyst, dysfunctional uterine bleeding, nickel allergy and pelvic pain. Previously administered products included: mirena. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, 3379 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total hysterectomy laparoscopy bilateral salpingectomy cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Essure start date discrepancy (B)(6) 2009, stop date (B)(6) 2018 or (B)(6) 2019. Discrepancy noted: removal date as per argus (B)(6) 2019 as per mr: (B)(6) 2018 , the right corua had 2 visible coils and the left cornua had 4 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: clinical history:evaluation of essure procedure impression: essure procedure. [Pathology test] on (B)(6) 2008: diagnosis: epithelial cell abnormality: low-grade squamous intraepithellal lesion (ls3l) (encompassing: mpv/mild dysplasia/im 1) specimen adequacy: satisfactory for evaluation. Endocervical/transformation zone component present.; on (B)(6) 2018: gross examination: noted in the left cornu and left fallopian tube is 6.0x 0.1 cm silver-colored metallic coiled wire consistent with an essure coil. The right fallopian tube and right cornu ate remarkable for 22.0 x0.1cm silver-colored metallic coiled wire consistent with an essure coil [pregnancy test] on 06-dec-2010: negative. [Ultrasound pelvis] on 21-jul-2018: somewhat heterogeneous myometrium but with no distinct mass or fibroid detected. 2. Partial visualization of essure coils in the region of the uterine cornua. Otherwise normal transabdominal pelvic ultrasound. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: 25-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36- year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2018, 3591 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.